Event description:
The daughter of a (B)(6) female pt contacted zoll lifecor customer support service to report that the pt's batteries were not charging. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary - device evaluation of battery charger sn (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. The cause on the non-functional charger was isolated to the connector pins on the power unit are not making a good connection with the charger, not allowing the charger to power on and charge the batteries. The root cause of the connector pins not making a good connection with the charger cannot be positively identified. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.